Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode with oversensing of noisy signals, a stored presenting subcutaneous electrocardiogram (s-ECG) showed a similar artifact. Technical services (ts) was consulted, discussed it looked like proximal electrode cable. Ts recommended testing secondary sensing vector. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD system was reprogrammed due to the secondary sensing vector. No further noise detections. This s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of sense b artifact noise was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on the investigation the conclusion code selected was cause traced to device design.